Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in ER 2. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the brakes weren't holding due to an internal failure of all 4 casters. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any additional relevant info is identified following completion of the repair, the additional relevant info will be submitted in a supplemental report.